Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) examined the system onsite and confirmed that system did not complete the boot up. After reviewing log file fse found grabber cards error. The cause of the flex vision pc failure could be determined by the supplier's part analysis and failed component was frame grabbers. The frame grabber captures the video from the allura system. To resolve the issue fse replaced flex vision pc, reloaded software. After replacing the flex vision pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.